Event description:
New information notes that the cause of death was heart failure with electro-mechanical dissociation.

Event description:
It was reported that during device change out, it was difficult to tighten the set screw to secure the lv lead into the header. The device was not implanted and replaced with a new device. The pacemaker dependent patient became unstable during surgery and required resuscitation. Post surgery, he was transferred to the intensive care unit. It was later reported that the patient expired on the day of surgery. There is no known allegation from a health professional that the death was related to the device. No further information is available at this time.

Manufacturer narrative:
No medwatch form was received. The reported field event of a set screw anomaly was confirmed in the laboratory and was caused by silicone, septum material found inside of the lv set screw hex cavity. The silicone prevented full insertion of the torque driver into the hex cavity, which caused the difficulty tightening the set screw.